Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation received a 3-way temp sensing catheter with cut portion of inlet tubing and a syringe. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and solution could not be withdrawn. Solution was withdrawn by aspiration using syringe. Dissected balloon and found that the notch was not perforated completely. Therefore, product does not meet specifications according to which states "verify that the eye punches are complete and notch according to the applicable drawing." Although an exact root cause could not be determined a potential root cause could be inadequate pressure on the machine to punch, tool wear, and missing preventative maintenance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as labelling would not prevent the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the foley catheter balloon was inflated during a leak test before inserting it into the patient, it was difficult to drain the sterilized water. It was stated that the water was aspirated by syringe and the balloon was tried to be deflated by spontaneous or gentle deflation using the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter balloon was inflated during a leak test before inserting it into the patient, it was difficult to drain the sterilized water. It was stated that the water was aspirated by syringe and the balloon was tried to be deflated by spontaneous or gentle deflation using the syringe.